Event description:
Patient report having her first euflexxa injection (first injection in a series of three injections) last friday, today it has been five days since the injection and she report increase in blood glucose. Patient is diabetic and monitors blood glucose often, patient stated since the injection of the euflexxa her blood glucose has been running higher than normal. Dose or amount: euflexxa 20mg/2ml. Frequency: one injection. Route: intraarticular.